Manufacturer narrative:
(B)(6) 2016 integra investigation completed. Failure analysis, device history evaluation. Failure analysis - the customers¿ complaint has been confirmed by engineering. Device history evaluation - device history record reviewed for this product show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework no service history is on file for this device. Complaint history: a two year look back in trackwise for this reported failure and or related to "post rotates and toggles during surgery " for this product ID shows that 5 complaints were received including this case. Conclusion : upon further investigation into the customer¿s complaint, engineering noticed the s.f. Clamp subassembly was not functioning properly as designed on both received units. The s.f clamp subassembly primarily comprises of two .75 serrated clamps which lock together when the handle is placed in the locked position. In the locked position, the starburst teeth do fully engage with no visible gaps present and the handle does not align parallel to the field post. In the unlocked position with the application of force on the clamp¿s handle, the starburst teeth do fully engage as well and the handle remains unparalleled to the post, yet the cam body does not fully sit on the bushing between the .75 serrated clamp and cam body as it should. A dysfunctional, likely bent, internal component within the .75 serrated clamp assembly is likely the main cause for the s.f clamp subassembly not properly tightening onto the field post. The cam body is supposed to fully sit on the bushing at all times in both locked and unlocked positions. The handle should always remain parallel to the field post when fully rotated to either end. The handle should only have the ability to rotate between 0° and 180°, even with the application of force. Engineering checked and verified all remaining sterile field posts currently in stock are functioning as intended.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Both post is rotating/ slipping during surgery. No further information available.